Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.5/1.5/110 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This did not resolve the problem. Cause of the event is reported as unknown. Reportedly, the arch height has no obvious change when the 13.2 crystal is replaced. See MFR # 2022-02553 for claim that resolved problem.